Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m16 catheters.

Event description:
Intermittent catheter patient (user) reported he acquired a urinary tract infection (uti) concurrent with catheter use in the month of (B)(6) 2020.